Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead exhibited noise over-sensing leading to inappropriate automatic mode switches. Programming changes were made. There were no patient consequences.